Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg34-j10u-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the washing tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the washing tube. In addition, we confirmed that the air nozzle clogged, the water nozzle clogged, the operation channel leak, the operation channel cut, and the distal body dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.